Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for rfc5118005 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection. The test results of retention samples from rfc5118005 met the qc criteria. Based on the retention sample testing results, the reported failure mode was not replicated. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
False negative result(s). False negative results. The user reported that they bought a 2t test from walgreens on (B)(6) 2026 and received a negative result with both tests. Then that evening they went to the ER and were diagnosed as positive for influenza.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
False negative result(s). False negative results. The user reported that they bought a 2t test from walgreens on (B)(6) 2026 and received a negative result with both tests. Then that evening they went to the ER and were diagnosed as positive for influenza.